Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2025-00107: a facility reported that the mayfield swivel adaptor (a1018) was used in a case, and the joint could not hold. As a result, the device was changed. There was no patient injury; however, there was significant increased surgical time.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield swivel adaptor (a1018) was not returned after three good faith efforts (gfes) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. However, based on the reported complaint, the probable root cause is routine wear or damage to the unit from misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported complaint is confirmed from the evaluation. The swivel adapter (sn:(B)(6)) needs to get overhauled, the starburst teeth are in good shape, the retainer rings and washers will be replaced, and the serial label and label are damaged. To resolve all issues, the swivel adapter¿s nylon washers and the retaining rings were replaced, and the unit was reassembled. The functional test was carried out successfully and the device meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The unit required overhauling and replacement of damaged and worn components. The probable root cause is rough handling and routine wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.